Event description:
(B)(6) healthcare is the initial importer of the device which is a power chair. The wheels had been catching on carpet and uneven terrain causing occupant to be thrown. The end-user was going down a ramp backwards. The device flipped forwards. The end-user sustained a broken tibia in his left leg. Product includes a safety belt.